Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients remote monitor had "seriously malfunctioned causing an electrical fire in the chest and body" of the patient which resulted in "disfigurement" to the patient's hands, chest, neck and face with 2nd and 3rd degree burns. The current status of the remote monitor is unknown. No further patient complications have been reported as a result of this event.